Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) could not be reviewed without a serial number. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm bioprosthetic valve was disabled after an unknown implant duration due to severe aortic stenosis and regurgitation. A 23 mm transcatheter valve was implanted using the valve in valve procedure. There were no complications reported. Post tavr echo showed a well seated aortic valve and trace paravalvular regurgitation. The patient tolerated the procedure well and was discharged home on pod #2 in stable condition.